Event description:
Rep reported the battery was depleted. The cause of strong electrical impulses was not determined. Rep interrogated the system and everything seemed to be functioning like it should. Rep advised the patient to leave the stimulator off for at least a day. The patient had claimed to be turning it on and off. His surgeon also met with the patient that same day and had discussed replacing the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt was admitted to the hospital last night because the pt is feeling strong electrical impulses down his leg with the ins turned off. The caller met with pt today and it was noted that the ins was on when she interrogated the pt but pt had indicated to the caller that the pt had been turning ins on and off. The caller states she checked impedances and they were normal. The caller indicated she met with pt for about 45 minutes today--the caller turned the ins off at the beginning of this meeting and the pt stated that while the ins was off with caller in the room, the pt felt the strong stim down the leg that coincided with his leg muscles constricting/spasming. The agent asked, caller noted that the pt's leg is where intended stimulation is supposed to occur. The caller states she asked the pt and the pt said nothing seemed to have prompted the issue. The caller states she did check device usage and there was data that reflected the pt's statement that they had been turning the ins on and off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reiterated that the patient is feeling surging of the device and its independent of the position. Troubleshooting done was they tried reprogramming as well as adaptive stim. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.